Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) cannot be determined in this complaint. The reported mitral regurgitation (mr) was a result of slda. The reported unspecified tissue injury was due to user technique/operational context. The reported patient effects of tissue damage and mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as one additional clip was attempted to be implanted to stabilize the slda clip. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. It was noted that the patient had a small left atrium and small fossa. The first clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped with good mr reduction. Leaflet insertion assessment was challenging as there was difficulty visualizing the clip due to the extremely lateral coaptation. Due to the satisfactory mr reduction, the clip was deployed. After the clip was deployed, fluoroscopy showed the clip was unstable and mr had increased. The clip detached from anterior leaflet and remained attached to the posterior leaflet (a single leaflet device attachment/slda) and there was evidence of a chordal rupture. A second cds was advanced in an attempt to reduce mr and stabilize the slda clip. The second cds was advanced but grasping was unsuccessful due to the difficulty imaging. It was decided not to implant the clip and end the procedure; however, the clip became entangled in chordae. After some unsuccessful attempts to remove the clip, it was decided to deploy the clip on chordae. The mr remained at 4. The patient remained stable. No additional information was provided.